Event description:
Boston scientific received information that this right ventricular lead was attempted but not implanted due to the lead perforating the heart wall. A new lead was successfully implanted. Additional information obtained from the field representative indicates that this lead was thrown away. No adverse patient effects were reported. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.